Manufacturer narrative:
The sample is not available for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The event involves a plum set that was reported orange liquid flowed out when infusing normal saline. The customer stated they suspect dye in tubing is running out. No additional information provided.